Event description:
It was reported that the catheter was used on a renal transplant patient with a superior vena cava (svc) syndrome. The patient's svc is blocked requiring stent implantation to open up the blockage. The physician used a carbon dioxide (co2) for imaging instead of a contrast media. The catheter was used in the intracardiac echocardiography (ice) to make sure there was no patent foramen ovale (pfo) hole before injecting the co2. Upon connecting the catheter to the ultrasound system, no image was displayed. The user replaced the catheter to continue and complete the intended procedure. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. The original emdr submission is attached.